Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump and transmitter were not connecting. Customer's blood glucose was 37 mg/dl at the time of the incident. Troubleshooting was performed and transmitter was able to connect to insulin pump. The insulin pump will not be returned for analysis.